Event description:
It was reported by service report that the fowler would not stay down and with a pt on it would not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler, clevis pin and rue ring cotter.